Event description:
Per the clinic, the patient experienced wound healing issue at the implant site which leads to extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced a skin breakdown over the implant. Subsequently, the patient was treated with oral (specific date and duration not reported) and topical antibiotics on (B)(6) 2025 (specific duration not reported).